Event description:
Additional information has been received that there was no patient harm.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton along with the associated company cartridge in a non-company opened pouch. Viscoelastic was observed on the lens. One haptic was broken in the gusset area. The broken haptic was not returned. The associated company cartridge was evaluated. An inadequate amount of viscoelastic was observed in the cartridge. There was no damage observed to the cartridge. The cartridge displayed evidence of being seated into a handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge was used. The handpiece and viscoelastic information was not provided. It is unknown if a qualified combination was used. The reported broken haptic was observed. The root cause for the broken haptic may be related to a failure to follow the instructions (IFU) instructions for use. An inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The reported damage to the posterior capsule cannot be confirmed from a product evaluation. Information was provided that the company 21.5 diopter was removed and replaced with a non company lens. The diopter information of the replacement lens was not provided. File will be reopened if new information is received the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens haptic was broken and scratched the posterior capsule. The lens was replaced with company model lens during initial procedure. Additional information has been received that posterior capsule was ruptured.